Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: white calcification(5%) in shell, linear opening, fold creases, . The leak test and microscopic analysis was performed which identified: a curved sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and nicks assessed as non penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted and replaced.